Event description:
The report from the field indicated that there was leakage at the luer hub of the stent delivery system (sds) when flushing the device. The problem was noted while prepping the product. The product was not clinically used in the pt. There was no reported pt injury.